Manufacturer narrative:
Additional information will be submitted via follow-up report within 30 days of receipt.

Event description:
Sensor inaccuracy suspected. Patient will undergo unscheduled recalibration to determine if an adjustment is needed.

Manufacturer narrative:
The following sections were updated: b4, b5, g3, g6, h2, h6 and h1. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Additional information received indicated that the patient underwent a scheduled 3-year recalibration. A right heart catheterization (rhc) was performed to confirm the accuracy of the pressure sensor against a reference pressure.

Manufacturer narrative:
The following sections were updated/added: b4, g3, g6, h2. H3, h6 and h11. H3: the sensor was not returned for evaluation as it remained implanted in the patient. The device history record (DHR) for the sensor lot was reviewed and it was confirmed that all manufacturing operations and inspections were performed, all acceptance criteria were met, and no relevant nonconformances were associated with the sensor lot at the time of manufacture. On (B)(6) 2025, the patient underwent a scheduled 3-year sensor recalibration via right heart catheterization which confirmed that the system was performing as intended and within the expected accuracy limits. As a result, the reported event was not confirmed. The product's instructions for use were reviewed and warns the user that, "to ensure accuracy, the sensor must be calibrated approximately every three years using a right heart catheterization procedure." Based on the information provided, no further corrective or preventative actions are required at this time.

Manufacturer narrative:
Updated section(s) b5, g1, g6 and h2. (B5) additional information indicates that the patient will undergo right heart catheterization (rhc)/recalibration on (B)(6) 2025, to determine if an adjustment is needed. Additional information will be submitted via follow-up report within 30 days of receipt.